Event description:
It was reported that the pt is experiencing pain and swelling in his hip area. Patient had blood work and MRI done in (B)(6) 2012. Patient is scheduled for another blood test and MRI on (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the patient and was not returned to the MFR. Add¿l info was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.